Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the clips fall out before it could be used. They then used another device to resolve the issue. There was no patient injury.